Manufacturer narrative:
Follow up report 001 (ref natus complaint no. (B)(4). Complaint history was reviewed for the previous two years and found 41 confirmed complaints, giving a failure rate of 10.20%. Device history record was reviewed and no related faults/issue found. Failure confirmed :no investigation result code: san diego/eds products/no return of device for evaluation closure rationale:complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Event description:
Part cam02 - system error detecting a sensor board failure. Details from the customer as below: *-june 15, sensor placement is carried out, equipment working in perfect condition, proper functioning is confirmed with the doctor. *-patient hospitalized in ICU, with pic intervals 15 to 20 mm hg. *-5 days the equipment working normally. * -6 days in the morning, the screen showed a system error detecting a failure in the sensor card. *- from then on, no more icp intervals were shown, unit was swapped out with another to continue patient monitoring. No medical intervention required.

Event description:
Part cam02 - system error detecting a sensor board failure. Details from the customer as below: *-june 15, sensor placement is carried out, equipment working in perfect condition, proper functioning is confirmed with the doctor. *-patient hospitalized in ICU, with pic intervals 15 to 20 mm hg. *-5 days the equipment working normally. * -6 days in the morning, the screen showed a system error detecting a failure in the sensor card. *- from then on, no more icp intervals were shown, unit was swapped out with another to continue patient monitoring. No medical intervention required.

Manufacturer narrative:
Initial report (ref natus complaint no. Sr#(B)(4). Pictures of the product were provided by the customer and they also confirmed that the affected product will not be returned. Review of this serial number in the system shows this unit has never been calibrated by natus, confirmed by technical service. Per cam02 user manual, monitor requires annual maintenance to ensure proper function. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Acceptable risk as per hazard ID 12.1 in doc-033950 camino icp monitor risk analysis. Risk is considered to be moderate. Install date: (B)(6) 2016 further investigation to be carried out.